Manufacturer narrative:
At incoming inspection the stated reason for return of programmer unable to be updated with new software was confirmed. It was further noted that the touch screen was not functioning properly due to damage on the screen. Due to a lack of available replacement parts the programmer was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be updated with some new software. The programmer has not been returned to service. No patient complications have been reported as a result of this event. It was further reported that the programmer had been returned. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.